Manufacturer narrative:
(B)(4). Philips received maude event report (mw5034518) on 03/19/2014 and initiated complaint (B)(4). Upon investigation, the risk manager, from the customer sight provided information indicating the patient required additional anesthesia due to inoperability of the ultrasound system. No adverse event occurred as a result of the interruption. The fse went on site and repaired the system without further incident.

Event description:
The customer reported the patient required additional anesthesia during a tee procedure due to a damaged power cord which rendered the ultrasound system as inoperable.